Manufacturer narrative:
Device evaluation the zfv6-80-7-8.0 device of lot number: c2170673 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 14 may 2025. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Handle in deployed position. Outer sheath separated from the handle directly below the white connector cap. Stent noted to be partially deployed, approximately 4cm of the stent deployed. No other issue observed. Functional inspection: device flushes without issue. 0.035" w/g unable to pass beyond point of where stent deployment ended. Unable to deploy stent due to outer sheath separation. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0058) states the following: ¿upon removal from the package, inspect the product to ensure no damage has occurred¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to difficult patient anatomy. It is possible that a difficult path led to resistance which resulted in increased deployment force, resulting in the outer sheath separating from the white connector cap of the handle, as a result the stent could not be deployed. From the lab evaluation, the wire guide was unable to pass beyond the point where the stent deployment ended, this is possibly due to a kink on the inner catheter, this is likely to have occurred during returns transportation as the customer didn't report any issue advancing the device over the wire guide. Multiple attempts were made to gain more information regarding this event however no new information was received. Should more information become available at a later date, this complaint can be reopened and re-investigated. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the zfv6-80-7-8.0 stent did not deploy correctly. No adverse effects were reported as a result of this occurrence.

Event description:
Customer had made me aware during my site visit of a zilver stent that did not deploy correctly. I have the stent & delivery system so please raise a collection from my home address for 1 box.